Event description:
On 2/17/92 device was implanted. On 2/7/94 the balloon was revised. On 2/25/97 the entire device was removed and replaced due to recurring incontinence - cuff would not inflate/deflate.